Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is in progress. Upon completion of the investigation, a f/u report will be filed. (B)(4).

Event description:
Halyard health received a report stating the transgastric jejunal tube was in for approximately three months prior to failure. After the third month of use a bubbling of the tube material was noted between the retention bumper and the jejunal port. The bubbling occurred for about a month and then the tube started to leak. The pt was hospitalized for replacement of the tube and there were no complications or injuries reported at the time of the tube replacement. The pt commented that the bubbling of the tube began following the administration of a new medication, potassium chloride. No add'l info was provided in regards to the pt's status.